Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence and mesh was implanted. The patient experienced vaginal pain and dyspareunia on one side. The mesh was partially removed on an unknown date and the patient is doing well. No additional information was provided.